Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she is in the hospital because of severe pain where the stimulator is put in. It was making her cry and it started friday, (B)(6) 2017, when she got really sick, with fever, and vomiting. She went to the doctor and she was sent to the hospital. They thought it was kidney stones and they did a CT scan and it came back clear. The patient could not pass urine. The patient stated a few weeks ago she noticed a change in her urine, so she adjusted the stimulator. The patient¿s urine smells like ammonia. The patient was placed on antibiotics because they thought it was a uti but the pain is where the stimulator was located. The pain was excruciating and the patient was given dilaudid while in the hospital. No further complications were reported. The indication for implant was urinary dysfunction/sacral nerve stimulation.